Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event around 05:00am, the patient experienced feeling dizzy, weak and was unable to move. A fingerstick was taken and the cgm was reading 74 mg/dl and the blood glucose reading was 33 mg/dl. The patient was treated by the parent with baqsimi nasal spray and was brought to the hospital. When they arrived at the hospital at 06:00am, a fingerstick was taken and the blood glucose reading was in the 60´s mg/dl. The parent did not remember the cgm reading. The patient was given intravenous treatment and was discharged after 2 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.